Event description:
The patient has an ipg for off-label use. It was reported the ipg is moving in the pocket and causing discomfort due to weight loss. The patient is scheduled to undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.